Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check, when an autopulse li-ion battery was placed into multiple platforms, the devices were unable to power on. When testing the platforms with other batteries, the devices would power on without any issues. When customer inspected the battery, the battery status led illuminated green, providing an indication to the customer that the battery was fully charged. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The reported complaint was confirmed. Archive data analysis for the returned li-ion battery revealed that the battery was left in the autopulse platform for approximately 11 days. The probable cause for the reported issue might be due to user error or misuse (i.e. The user left the autopulse li-ion battery in the autopulse platform for an extended period of time, and did not follow instructions for charging, battery rotation and the use of the battery status button as per the associated product literature). Per the autopulse power system user guide (pn: 12457-001), "charged autopulse batteries left for an extended period in the autopulse or as a spare may not have sufficient capacity to operate effectively." The user guide warns: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days".